Event description:
It was reported that 2 ndleless vlv adpt arterial experienced device damage/deformation. The following information was provided by the initial reporter: material no: 2000ea, batch no: 20076485. The base of the 200ea cracked when mounted on mechanical pump 2 times.

Manufacturer narrative:
H.6. Investigation: a complaint of component damage was received from the customer. Two samples were returned for investigation. One used sample was investigated, and through visual inspection the customer complaint was confirmed. The threads of the component were found to be jagged and uneven. The component was then connected to another set and it was able to maintain a connection. The unused sample was then investigated and no damages could be found. It was then connected to another set and a leakage test was performed. No leaks were observed on the unused sample. A device history record review for model 2000ea lot number 20076485 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with lot #20076485 regarding item #2000ea. Possible root causes for this failure include error in the manufacturing process as well as excessive force applied to component during use. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 needles vlv adpt arterial experienced device damage/deformation. The following information was provided by the initial reporter: material no: 2000ea batch no: 20076485 the base of the 200ea cracked when mounted on mechanical pump 2 times.